Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose was over 400mg/dl. Customer was treated with manual injection for high blood glucose. Customer stated that sensor was not working and customer blamed on sensor for not delivering insulin. Customer mentioned that infusion set had bent cannula. Insulin pump will not be returned for analysis.